Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR. Report number: 1221359-2022-02766.

Event description:
The consumer reported two false negative results with binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with an nasal sample. This report is being submitted for test one (2) of two (2). Pcr testing was performed generating positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 183605 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 183605 and test base part number 195-430h / lot 181286. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 183605 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.